Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
The customer returned one used and partially separated ult drainage catheter. During the investigation, a review of the complaint history, drawing, instructions for use (IFU) manufacturing instructions (mi), quality control (qc) and a visual inspection was conducted. The visual inspection revealed that the separation of the macloc hub was almost complete at the threaded portion of the hub. However, there was no evidence of tubing separation/partial separation. There was approximately one thread intact at the proximal hub and then the remaining threads were still in the cap, where the catheter tubing attaches to the hub. It was noted that there were visible clamp marks in the cap of the hub where the customer tied to tighten it down. There is a visible part of the hub still engaged in the cap. The macloc has the correct insert in place in the hub and the locking mechanism functions normally and the suture is in place. Due to the damage to the macloc hub, it is not possible to determine the root cause of the reported difficulty. However, it is likely that the separation occurred due to a force placed on the cap/hub, potentially from a clamp or forces during placement. Glue is placed on the threads of the hub while assembling the hub/cap in mi, thus tightening the cap/hub would break these glue bonds and increase the potential for leakage. Quality control specifications instructs qc personnel to perform a leak test on the macloc assembly in addition, there is a confirmation of the catheter shaft is secure in the proximal fittings. An instructions for use (IFU) is provided that states instructions for insertion and removal as well as applicable warning and precautions. A patient death was reported in this case, however, based on the available information, the death was not related to drainage catheter leakage. We have notified appropriate internal personnel and will continue to monitor for similar events. Per the conclusion of quality engineering risk assessment (qera), further action is not required.

Event description:
An ultrasound guidance was performed on the (B)(6) female patient with pre-existing condition of amniotic fluid embolism. A section of the device did not remain inside the patient's body. Information provided by the rep on january 20, 2015 stated that the patient died. However, according to the initial reporter, the patient death was due to pre-existing condition (amniotic fluid embolism), not due to the drainage catheter leakage.

Event description:
After abdominocentesis, leakage was found at the point between handle and the body of drainage catheter. The screw thread was broken and not an exact fit when the physician try to tighten the gap by vessel clamp. Physician had to remove the whole catheter from the patient and change to a new catheter to finish the procedure.